Event description:
On (B)(6) 2011, the leica microsystems technical assistance center (tac) was notified via remote care of a protocol failure at the memorial sloan kettering cancer center, using peloris 11 tissue processor serial number (B)(4). The tac representative was unable to contact the nominated customer representative(s) using the information provided, but managed to contact laboratory staff in the biochemistry department and the on-call fellow. However, none of these individuals was able to provide an emergency phone number. The laboratory subsequently advised leica microsystems that tissue samples from the failed protocol exhibited sub-optimal processing. On 11 (B)(6) 2011, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.